Manufacturer narrative:
Findings: unit received with blank display and a constant tone due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is moisture under led screen. Customer brought the pump in the shower. Customer stated that constant tone was occurring. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.